Event description:
Rptr noted six cases of endophthalmitis out of nine procedures from same or. Cultured air vent, found staph epi. Three pts cultured staph epi, but different stains. Infection noted one day post-op in fifth pt, required vitrectomy. Growth cultured.